Event description:
Pt undergoing endoscopic retrograde cholangiopancreatography (ercp). First two stents failed to deploy properly. (Third stent deployed properly). Type of surgery: ercp. Type of equipment: biliary stents. Also had failed deployment with 7 fr 5, model 3420, exp 10/09/2021.